Manufacturer narrative:
The recipient's device was explanted. The surgeon believes the way the electrode was coiled in the mastoid was incorrect and likely caused the extrusion. The surgeon tried multiple reinsertion attempts, but was unsuccessful due to fibrous tissue and a narrow diameter. The surgeon successfully inserted a new device. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's activation reportedly went well and there are no further concerns. The external visual inspection revealed silicone damage on the bottom cover and the electrode was severed near the electrode ground ring prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced device extrusion. Revision surgery is scheduled.